Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available.

Event description:
During removal of a plate in the area of the left clavicula, inserted on (B)(6) 2016 in (B)(6), the screw blade driver (t-shaped handpiece) broke whilst the attempt to unscrew a fixed angled screw. Customer assume that the screwdriver broke because of galling at too high torque.

Manufacturer narrative:
The reported event that screwdriver blade, t7, ao was alleged of breakage during surgery could be confirmed, since the device has been returned and is indeed broken. Based on investigation, the root cause was attributed to an overtorque applied to the device combined with a normal wear. The failure was caused by the application of too big of a force during the insertion of the screw. Indeed the device inspection showed signs typical of overtorque. As a reminder, the cleaning and sterilization guide states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details[...] " the device inspection revealed the following: the product was received and could be identified as catalog# 45-27015, lot# ag06. The tip of the device is indeed broken , but was returned and could not be analyzed. The breakage surface was analyzed under microscope. The breakage did not occur according to one plane, but is more twisted, which is typical of breakages due to overtorque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During removal of a plate in the area of the left clavicula, inserted on (B)(6) 2016 in (B)(6) hospital (B)(6), the screw blade driver (t-shaped handpiece) broke whilst the attempt to unscrew a fixed angled screw. Customer assume that the screwdriver broke because of galling at too high torque.